Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 53 on the event date of (B)(6) 2023 at 22:39:22.000 (file #:(B)(6), line #: 5632, esf #: 2610666) due to a possible software anomaly. Pump delivered 7 bolus deliveries on the event date of (B)(6) 2023 at 00:03:45.000, 07:54:07.000, 11:48:04.000, 12:25:37.000, 15:04:15.000, 16:07:44.000, and 21:56:30.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, pillowing keypad overlay, cracked retainer, and minor scratches on the lcd screen. Cosmetic damage was confirmed at the screen. Unable to verify customer's complaint for low bgs. Pump error 53 was confirmed in the pump history files and traces using thus software due to a software anomaly. Retainer ring damage was confirmed. Moisture damage was confirmed found isolated to the battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 436 mg/dl. The customer also reported physical damage to the insulin pump and the screen was scratched. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer was using or not using the insulin pump within 48 hours of the reported high blood glucose event. The customer will discontinued using the insulin pump was returned for analysis.